Event description:
International affiliate reports that surgicel and dexon mesh were used for postmastectomy wound care. The pt had a rash around the wound area and opines that the surgicel caused the reaction. The pt saw a dermatologist about the rash which was treated with steroid and antibiotic medications.